Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device had cord damage. The device was not being used during surgery. However, it is unknown if there was user death or injury. There also was no report of pt injury or medical intervention. No additional information available.